Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, post-paced t-wave oversensing and post-sensed t-wave oversensing were observed. Both were noted on a stored egm. Recommended programming changes were made. The patient was fine.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, post-paced t-wave oversensing and post-sensed t-wave oversensing were observed. Both were noted on a stored egm. Recommended programming changes were made. The patient was fin

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.